Manufacturer narrative:
H10: one (1) used ac123, trifuse ext set (lot # 4375451) and one (1) new, packaged ac123, trifuse ext set (lot # 4375451) were received and visually inspected. As received, the male luer was missing from the used extension set. A solvent ring on the end of the tubing was identified indicating the tubing was bonded at one time. No manufacturing related defects were seen on the used set. No apparent damage or anomalies were present on the new, unused ac123 set. The unused extension set was functionally tested and met product performance specifications. No leakage or disconnection was observed. The reported complaint of tubing separation was confirmed on the returned used ac123 device. The probable cause is an unintentional excessive pulling force at the bonded connection during use. The DHR (device history review) for lot number 4375451 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
Device evaluation is anticipated, but not yet begun.

Event description:
The event occurred on an unknown date. The report stated that an unspecified amount of blood loss occurred during use of a trifuse extension tubing, during an unspecified clinical procedure. The tubing pulled out from the connector where is attaches to the hub and resulted in blood loss. There was patient involvement, however, there was no harm to the patient. The trifuse extension was replaced and no further issues were reported.